Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure via the right internal jugular vein using the m.r.I. Low-profile port. During the procedure, the leakage was detected. It was further reported that there was a pinhole in the catheter. The catheter was removed. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure via the right internal jugular vein using the m.r.I. Low profile port. During the procedure, the leakage was detected. It was further reported that there was a pinhole in the catheter. The catheter was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low profile implantable port, groshong single lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low profile implantable port, groshong single lumen, 7f are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows clinician infusing the fluid into the port using non coring needle attached with syringe. The port was attached with catheter implanted in patient. Upon infusion, the clinician pointing fluid droplet on the catheter tube. However, due to poor quality of video, the surface of the catheter tube and leak cannot be verified. The investigation is inconclusive for the reported catheter pin hole and fluid leak issues as the provided video was not sufficient to confirm the reported issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.